Manufacturer narrative:
Additional information, b5: upon follow up it was reported that on an unknown date, the patient was discharged from the hospital and antibiotic therapy was discontinued. It was further reported that on an unknown date, the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, every 5th day, intraperitoneal, ongoing), fortum injection (1gm, intraperitoneal, once daily, ongoing) and amikacin injection (125mg, intraperitoneal, once daily, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.